Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, eight (8) stopper was not sealing properly, thus resulting in the blood not filling in the tube. There was no report of impact to the patient or user.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, eight (8) stopper was not sealing properly, thus resulting in the blood not filling in the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the stopper was not sealing properly, thus resulting in the blood not filling in the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 by functional testing. No issues were observed relating to underfill as all samples met specifications. The 100 retention samples were also evaluated by visual examination for factors related to stopper creepout and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes underfill and stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the stopper was not sealing properly, thus resulting in the blood not filling in the tube. There was no report of impact to the patient or user.